Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink non-dehp extension set fell apart. While attempting to prime, prior to administration, it was observed that the clear outer housing fell off the filter. To resolve this issue the filter was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and the tape down clip for the medical filter was separated from the medical assembly. A lack of solvent was observed. The solvent does not apply uniformed in the tape. The reported condition was verified. The cause was determined to be related to improper manual assembly . A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.